Event description:
Covidien received a report alleging that the device did not provide an audible tone.

Manufacturer narrative:
The device is not returning for eval. The service history record for the provided serial number was reviewed. There were no service or complaint relevant to this report. The complaint trending for the past 12 months was reviewed and there were no observed trends related to this report.